Event description:
An angio-seal was selected for use. A pre-deployment angiogram was not performed. While inserting the arteriotomy locator the physician felt resistance, and could not insert the locator. It was reported that while the physician was pulling the locator out of the pt they heard a cracking noise. It was reported that upon removing the locator they noticed that 1.5 cm of the distal tip had broken off and remained in the pt between the artery and skin. The physician performed manual compression and hemostasis was achieved. The pt was discharged from the hospital, and was in good health.

Manufacturer narrative:
Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. One 6f angio-seal sts plus locator and hemostasis sheath were visually/dimensionally inspected. The locator had been fully inserted and locked into the hemostasis sheath. The sheath had been kinked/buckled at the blood inlet holes, consistent with forcible contact. No tip damage or other visual anomalies were noted to the sheath. The locator tubing, starting from the distal side of the blood inlet holes, had been detached; the detached segment was not returned. The locator tubing revealed material that had been stretched, torn, and folded into the lumen, consistent and bending in both directions and forcible separation. The sheath distal tip inside diameter measurement was consistent with the specification; the locator outside diameter and the sheath distal tip thickness measurements were inconclusive due to damage. No other visual anomalies were noted. A training record was not found for the physician. The angio-seal device instruction for use (IFU) cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent. The angio-seal device instructions for use (IFU) recommends that a pre-placement arterial angiogram be performed to ensure correct placement of the device in the common femoral artery (cfa).